Event description:
It was reported that the patient fell on her battery and began feeling shocking sensations afterwards. It was unknown if any troubleshooting was performed or when the patient fell. The system was explanted and the patient was doing fine.

Manufacturer narrative:
Analysis of interstim ii s/n (B)(4) found no anomaly.

Manufacturer narrative:
Product ID: 3093-28, lot# v767669, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).